Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for surgery, there was no irrigation. Priming and tuning was complete. A cassette and phaco handpiece were replaced to resolve the issue.

Manufacturer narrative:
Additional information provided in h.6. And h.10. The phaco handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The cassette was not returned for evaluation. The customer did not retain the finished goods lot number; the device history record (DHR) and lot number history could not be reviewed. After final assembly, each cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).